Event description:
It was reported that the patient had their device removed but the leads remained implanted. The patient¿s health care provider (hcp) did not know what area of the body they wanted to scan. It was reported that a note from the patient said that the device was removed in (B)(6) 2013 and their hcp was unable to remove the leads connected to the device and they were left in their body. They did not know if the entire lead or a fragment of the lead remained explanted. It was noted that they didn¿t know why the device was implanted because they did not have the patient¿s history and they did not know the patient¿s follow-up hcp.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).